Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Concomitant medical product: bbraun 250ml 0.9% sodium chloride injection usp excel container, lot j8b227, exp 02/20.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "two different rn's primed the carefusion smartsite infusion set with a 25omg bag a saline. One tubing connection had been infusing without difficulty but as she was standing next to the patient the tubing "fell" out of the drip chamber at the bottom. Since she was right there she was able to disconnect from the patient's infusion immediately so no harm to the patient. The next rn was walking the tubing to the bedside after she had primed with normal saline and as she was walking the tubing just fell out of the connection in her hand." There was no patient involvement. An incomplete date of event of (B)(6) 2018 was provided.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "two different rn's primed the carefusion smartsite infusion set with a 250mg bag a saline. One tubing connection had been infusing without difficulty but as she was standing next to the patient the tubing "fell" out of the drip chamber at the bottom. Since she was right there she was able to disconnect from the patient's infusion immediately so no harm to the patient. The next rn was walking the tubing to the bedside after she had primed with normal saline and as she was walking the tubing just fell out of the connection in her hand." There was no patient involvement. An incomplete date of event of (B)(6) 2018 was provided. The customer later reported that when the tubing separated it leaked. There was no patient harm.

Manufacturer narrative:
The customer¿s report that the tubing separated and leaked from the bottom of the drip chamber was confirmed. During visual inspection, it was noted that the pvc tubing was completely separated from the drip chamber outlet port. Inspection under magnification showed that both sides of the pvc tubing had insufficient solvent applied. The root cause was identified as a manufacturing issue of no solvent being applied at the junction of the pvc tubing.

Event description:
The customer later reported that when the tubing separated it leaked. There was no patient harm.